Event description:
We received a report from a surgery center that a male patient had an intraocular lens explanted after he experienced post-operative dysphototopsia. No patient injury was reported.

Manufacturer narrative:
(B)(4). All pertinent information available to amo has been submitted.

Manufacturer narrative:
The explanted intraocular lens (iol) was returned to our manufacturing facility for evaluation. The lens belongs to the manufacturing production order of a size 18.5 diopter, model za9003. The returned lens was inspected at 10x microscope magnification and found to have surface residuals adhered to both sides of the optic body compatible with handling, during the explant of the lens. The manufacturing certified operator cleaned the lens to remove the contamination and then visually inspected the lens with no other cosmetic defects found. The manufacturing certified operator inspected the lens for optical properties and the results showed that the lens diopter corresponded to a size 18.5 diopter lens. An improper iol (lens) power was not verified in the returned lens. All pertinent information available to abbott medical optics has been submitted.